Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
The reported event of suspected premature battery depletion was not confirmed. Based on the device's programmed parameters, the battery was within expected longevity performance. The power consumption of the device was measured and found to be normal. The automated test system detected no anomaly and the device met all specifications.